Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.

Event description:
Customer was unable to apply a blood sample before the meter timed out. As a result, customer did not get a reading to determine his blood glucose level. Customer bottomed out and lost consciousness. Customer was taken to the hospital emergency room. Customer was diagnosed with severe hypoglycemia. It is not known what treatment the customer was given. There was no death or permanent impairment.